Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that w22 to storage capacitor pin jammed together. The technician replaced storage capacitor, capacitor discharge pcb, capacitor wire harness and retaining end cap to resolve this issue. The technician also replaced the therapy pcb assembly to resolve the issue of the logged event code. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy and that the device was not able to provide defibrillation therapy. There was no patient involvement reported with the event.